Event description:
This patient is a participant in a study, and experienced this event post approval. Patient has a history of degenerative disc disease at l5-s1. Patient had worsening back pain for greater than one year and was previously treated with medication (narcotic, non-narcotic, anti-inflammatory), physical therapy, injections and idet. Patient underwent placement of prodisc-l at l5-s1. Patient returned for post-op evaluation at 6 weeks, 6 months and 12 months. Patient had a 1-level fusion at l5-s1 (index level) for severe facet joint pain at 14 months post implant. Prodisc-l was not explanted and was left intact during the fusion procedure. This report is #1 of 3 for the same event.

Manufacturer narrative:
Device remains in the patient. Manufacture date and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.